Event description:
Procedure: implant. According to the reporter: before to proceed to insert the catheter into the vena was detected that the plastic cover of the guide was broken. The physician used another device. Patient stable, without complications. No tissue or blood loss. Procedure time not extended.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).